Event description:
On july 25, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The medical affairs specialist (mas) mailed a letter to the patient on august 1, 2006, since she could not be reached by telephone on two separate days. The mas also listened to the call between the patient and customer care advocate (cca) to obtain/verify information. In 2006, the patient reported blood glucose results of "400 and 195 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. After getting the reading of "400 mg/dl", the patient administered self-care by taking an unknown type and dose of insulin. It is not known what times the two reported readings were taken. The next day, early in the morning, the patient began to feel sick and had symptoms of "nausea and shakiness." She retested at that point and got a reading of "70 mg/dl." The patient treated herself by drinking orange juice. During the call with the cca, the patient stated that she had obtained readings of "135 and 176 mg/dl" performed back-to-back. The cca however noted actual readings of "135, 140, and 176 mg/dl" from the meter's memory. It is not known exactly what times these readings were taken. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=20% and/or <=20 mg/dl. Also, one week later, readings of "179 and 135 mg/dl" were reported. Again, it is not known what times these readings were taken. It would have been helpful to know the following information: what reading did the patient refer to when she took insulin, what type of insulin did she take, what time the insulin was taken, and how much insulin did she administer. In addition, it would have been helpful to know when the symptoms started, when the symptoms were relieved, if she tested herself after drinking orange juice, and what times the readings of "179 and 135 mg/dl" were taken. During troubleshooting with the cca, the patient was able to pass a control solution test. The meter, test strips, and control solution were still replaced. This complaint is being reported due to the following conclusion: the patient obtained blood glucose results of "400 and 195 mg/dl" on the reported meter, took insulin based on one or both of the readings, and developed symptoms of "nausea and shakiness."

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.